Event description:
It was reported that the customer received a pump error. Customer's blood glucose level was unknown. Advised insulin pump woudl be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. An alarm was noted on the long history file. However, this is a known alarm that occurs after a battery change. The insulin pump was monitored with no recurrence of the alarm. Detailed trace analysis confirmed a low battery alarm and power error alarm triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.